Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 rails were broken, preventing the drawer from closing. A field service (fse) removed drawer 4, flipped it upside down, and replaced both the left and right-side slide rails. Loose ball bearings were removed, and the interior barrier cage was cleaned. A broken retractor band was replaced; the drawer was reassembled and installed back into the station in its original position. The pyxis bus cable was reconnected, the station was powered on, and the drawer was verified to open and close properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4 failed to open automatically and produced clicking sounds when accessed from the cubie map or during medication removal attempts. The drawer could only be opened manually by pulling it open, and the rails felt sticky when moved by hand. During medication removal attempt. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.